Manufacturer narrative:
Conmed corporation received six (6) "unopened" packages containing the flovac suction/irrigation hand piece with 10' pre-attached tubing, dual spikes and sump cannula for evaluation. Visual examination of the returned products found the packaging with small creases in the sealing areas on the straight seal of the packages (seal opposite chevron seal). It appears that there may be small channels through each of the seals. These devices were transferred to packaging engineering test lab for dye leak testing and were confirmed as three (3) of the six (6) devices failed the leak test on (B)(6) 2015, resulting in a breach of sterility. The lot was manufactured on (B)(6) 2014. A review of the device history record for this lot found no ncrs and no noted discrepancies during the manufacturing process. In this instance, preliminary investigation revealed that the most probable cause of the creases found in the seals is due to inadequate placement of the devices onto the bar sealer that is most likely related to operator error, or, the pouch packaging was damaged prior to sealing and the creases were missed on inspection. Of the one hundred sixty (160) units from this lot shipped to the distributor (the entire lot), there were six (6) units found with creases in the seals by the distributor inspector, who performed 100% incoming inspection of all devices. A two (2) year review of product history for this device family showed with this complaint there have been twelve (12) complaints received, regarding forty (40) devices with creases in the sterile seals. During this same time frame, over 145,171 units were sold worldwide, making the occurrence rate for this reported failure mode 0.03 percent. The reported packaging anomalies were obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation has been initiated to address this issue. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(4) reported that during receiving and inspection of incoming products, "creases" were found in the sealing area of the sterile packaging containing the flovac suction/irrigation hand pieces with 10' preattached tubing, dual spikes and sump cannula. Testing results confirmed that the returned packages failed the dye leak testing on (B)(6) 2015. There was no patient involvement with these reported devices, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.